Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster inc, (bwi) product analysis lab found that the hemostatic valve was dislodged inside the hub of the device. Initially, it was reported that before the operation, the inner sheath could not advance in the outer sheath due to the impediment. Another vizigo¿ was used to complete the operation. There was no report of adverse event on patient. The obstructed sheath was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that the hemostatic valve was dislodged inside the hub of the device. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the carto vizigo sheath. Examination of the shaft, the brim cap, and the silicone ring revealed the components were placed in the correct position and found in good condition. No dilator was returned. The test was performed in accordance with bwi procedures. After the hemostatic valve removal, a vessel dilator from another complaint and a stsf catheter were introduced into the vizigo sheath and no resistance was felt during the testing. The issue reported by the customer could be related to the valve dislodgement. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device 00001845 number, and internal actions related to the complaint were found during the review. Additional investigation was initiated to address the root cause for the resistance to sheath issues and for the hemostatic valve dislodgment. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).